Manufacturer narrative:
Avid medical issued formal complaint #(B)(4) to the manufacturer ecolab/microtek medical concerning the warmer drape leaking during the procedure for item no. Ors-320n, manufacturer lot# d170801. The affected device was not available for evaluation per end-user.

Event description:
Avid medical is the manufacturer of a custom procedure tray that includes the following component: drape slush warmer disc 44x66, vendor part # ors-320n manufactured by ecolab/microtek medical. Avid medical received a complaint on (B)(6) 2018 originated by (B)(6), material, (B)(6) stating that "it was noticed that the warming drape had leaked into the basin during procedure." The affected drape was not available for evaluation. Avid medical issued formal complaint #(B)(4) to the manufacturer ecolab/microtek medical concerning the warmer drape leaking during the procedure for item no. Ors-320n, manufacturer lot# d170801. No patient injury was reported.